Event description:
It was reported by the rep that (1) pro46 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon removed the gallbladder with the standard technique and the pouch was placed in the abdomen and opened. The specimen was placed in the pouch and the handle was pulled back. The suture broke while the surgeon was pulling back on the ring. The bag then fell apart. The surgeon removed the specimen and removed the stray pieces from the bag left in the abdomen. There was no adverse pt outcome. The or time was extended by 5 minutes.